Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were shocked 45 times in a half an hour time period by their implantable cardioverter defibrillator (ICD). It has not been confirmed whether the shocks were appropriate. The ICD has been changed out for a cardiac resynchronization therapy-defibrillator (crt-d). No further patient complications have been reported as a result of this event.